Event description:
It was reported via clinical study that the 70 year old male patient experienced septic loosening. Rtsa was placed for chronic fracture/dislocation. Everything is now loose with positive frozen cultures. The patient was revised. The patient¿s outcome was last known as continuing. The case report form indicates this event is definitely not related to devices and possibly related to procedure.

Manufacturer narrative:
Concomitants: 300-01-07 - equinoxe, humeral stem primary, press fit 7mm. 320-42-10 - equinoxe reverse 42mm humeral const liner +0. 320-10-00 - equinoxe reverse tray adapter plate tray +0. 320-15-03 - rs glenoid plate l post aug, 8 deg, left. The revision reported may be the result of the septic loosening as reported. However, the series of events and contributing factors to each cannot be confirmed as no radiograph, images, or clinical information were provided. The reason for the reported infection cannot be conclusively determined; however, it may be related to an underlying patient condition. A review of the sterile certificates for all explanted components was performed and the sterile lots were accepted to the requirements. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.